Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted since the part number and lot number were not reported. Reportedly, the sheath was not removed prior to insertion of the smc device. It should be noted that the electronic perclose prostyle instructions for use, ¿remove the procedural sheath while applying pressure on the groin to maintain hemostasis. The IFU violation likely contributed to the reported difficulties; however, there was no reply to additional request information to confirm; therefore, notification will not be required. The root cause of the difficulty is likely user error. The subsequent treatment appears to be related to circumstances of the procedure. Generally, loss of vessel access is procedurally based and cannot be replicated in a lab environment. In this case, the 6f sheath was not removed prior to insertion of the smc device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3 - date of event estimated. D4: the UDI is unknown due to the part/lot number not being provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel puncture closure of an unspecified calcified access site was attempted using a prostyle device. Reportedly, as the plunger was deployed, the device came out of the anatomy along with the 6f sheath. Manual compression was used to achieve hemostasis. No additional information was provided.